Event description:
It was reported that the procedure was to treat a lesion in the mid marginal vessel with mild tortuosity and mild calcification. The 2.75 x 15 mm nc trek balloon catheter was prepared per the instructions for use, prior to use in the anatomy, without issue. The balloon catheter was advanced to the lesion and inflated for the first time to 4 atmospheres (atm); however, a balloon rupture occurred. A new nc trek balloon catheter was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.